Event description:
The customer reported that tpn was programmed to infuse at 8ml/hour and volume to be infused 8ml. The infusion started at 2300 and at 2330 the buretrol was empty.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
The customer¿s report that a tpn infusion emptied sooner than expected was not confirmed. Review of the pcu event logs could not confirm that the reported source device was used at the time of the reported event. A scenario that closely matched the customer¿s report was found to have occurred the day before on (B)(6) 2015. On that day the pump module was found to be infusing a custom IV fluid under a neonatal profile. On (B)(6) 2015 at 10:05pm, an infusion program was started that was infusing at a rate of 8ml/hr with a vtbi of 8ml. The infusion completed on schedule ending in an infusion complete-kvo alert about an hour later. The user started another infusion at 11:06pm which began infusing at a rate of 8ml/hr with a vtbi of 4ml; however this infusion was paused after infusing only 5 minutes and 53 seconds. The root cause of the customer¿s report that a tpn infusion emptied sooner than expected was not determined.